Manufacturer narrative:
Isi has received the device involved with the complaint and completed the device evaluation. Investigation revealed the pitch cables were not visibly broken at the distal end but found to be broken after the pitch cable was slightly pulled out of the main tube at the distal end. Isi has conducted a device history record (DHR) review for this device and did not find any non-conformances that were related to this reported event. The customer reported complaint does not itself constitute a MDR reportable event; however; the broken pitch cable found during failure analysis evaluation could likely cause or contribute to an adverse event if the failure mode were to recur.

Event description:
It was reported that prior to starting a da vinci surgical procedure, a broken steel wire and four non working wheels were identified on the large clip applier instrument. The device was not used on a patient after the issue was identified.